Event description:
The customer's child reported that the insulin pump was beeping continuously. The customer experienced a low blood glucose level of 30 mg/dl and a high blood glucose level of 400 mg/dl. The customer was hospitalized on (B)(6) 2015. The customer was not disconnected during the rewind and prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. The displacement test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.